Event description:
It was reported a patient had their vns generator explanted due to infection and dehiscence of their surgical incision. The device has not been returned to date. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. Device history records for the patient's generator and leads were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.